Event description:
The patient was revised because the tray broke after the patient fell on the left knee and the insert was exchanged on the right knee because of osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history record did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported product fracture; however, provided information indicated the fracture was due to patient trauma (fall). No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.